Manufacturer narrative:
(B)(4). Date of event: the date of the event was reported as an unknown date in an unknown month in 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to ¿catching a cold¿; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized. The patient was treated with unspecified cephalosporin injection (drug name, dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.